Event description:
No additional information.

Manufacturer narrative:
Investigation result: no 2000e china sample was available for investigation. The customer reported that the affected sample was from lot 24026417 and that "it was found that the infusion connector was not draining fluid properly when air was being released from the connector. After repeated attempts, the fluid still could not be drained normally. After the infusion connector was replaced, the fluid drained smoothly." As part of investigation, the customer provided a photograph of the affected sample, however analysis of the photograph could not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24026417 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the 2000e china product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: at around 13:20 on (B)(6) 2025, when preparing to infuse an intravenous needle into a 7-bed patient, when the infusion connector was connected to exhaust, it was found that the connector was not draining smoothly. After repeated attempts, the fluid still could not be drained normally. After the infusion connector was replaced, the fluid drained smoothly. No harm was caused to the patient.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.